Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation noted the customer did not provide a complaint. The maryland bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage or loss of conductor wire insulation was observed. No functional test for energy activation could be performed due to the wire breakage. Further evaluation found the maryland bipolar forceps instrument had thermal damage to the yaw pulley. Additionally, black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced.

Event description:
It was reported there was an unknown issue with the maryland bipolar forceps instrument. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed that all instruments were sent to intuitive.